Event description:
It was reported by the customer that a pyxis medstation system was not allowing to remove medication. Customer reported that the nurses unable to remove medication gslcch 1 and gslcch w. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.